Event description:
The customer's blood glucose was unknown. It was reported that the customer was having issues with the battery cap. The customer stated there was metal coming out of the battery cap, causing the battery cap to not seat and screw on properly. The customer stated that she was unable to install the battery cap on their insulin pump. Advised customer to monitor the insulin pump and that a replacement battery cap would be sent. Customer stated that insulin pump started working. Advised that, with the damage to the battery cap, it was not safe to use the insulin pump. Customer also mentioned that she received many calibration errors. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).